Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell 3 of 5 of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.